Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump via mobile app for insulin therapy.